Manufacturer narrative:
Retainer = black. Device was returned for a critical pump error (open book image) and absence of alarm audio/vibrate anomaly per event date (B)(6) 2021. Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement test, active current measurement passed test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The history was download successfully using thus software. No unexpected fatal alarms noted on history download. No unexpected critical pump error alarm noted. Pump error 63 (variable 15) (B)(6) 2021 16:11:00 was present in the pump trace download due to moisture damage at u1 at pcba1. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The following were noted during visual inspection, fading serial number label, cracked battery tube threads and cracked case near belt clip rails. The device p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm was not confirmed. Pump error 63 (variable 15) (B)(6) 2021 16:11:00 was present in the device trace download due to moisture damage at u1 at pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. The pump was returned for a critical pump error (open book image) and absence of alarm audio/vibrate anomaly per event date 10/09/2021. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement test, active current measurement passed test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The history was download successfully using thus software. No unexpected fatal alarms noted on history download. No unexpected critical pump error alarm noted. . Pump error 63 (variable 21) (B)(6) 2021 16:11:00 was present in the pump trace download due to moisture damage at u1 at pcba1. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The following were noted during visual inspection, fading serial number label, cracked battery tube threads and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm was not confirmed. Pump error 63 (variable 15) (B)(6) 2021 16:11:00 was present in the pump trace download due to moisture damage at u1 at pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received open book image and it was beeping continuously. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.